Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. A check of the diagnostics showed that the circulation pump was only generating -0.1 psi at a circulation pump command (cpc) of 100 percentage. Discussed this was indicative of a failed circulation pump. System hours were over 3500 and no record of pump replacement was noted. Discussed the 2k hour service options with them and stated they would consult management and make a decision for repair at a later time. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had come to the shop with flow issues, and they were unable to fill the device. A check of the diagnostics showed that the circulation pump was only generating -0.1 psi at a circulation pump command (cpc) of 100 percentage. Discussed this was indicative of a failed circulation pump. System hours were over 3500 and no record of pump replacement was noted. Discussed the 2k hour service options with them and stated they would consult management and make a decision for repair at a later time.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had come to the shop with flow issues, and they were unable to fill the device. A check of the diagnostics showed that the circulation pump was only generating -0.1 psi at a circulation pump command (cpc) of 100 percentage. Discussed this was indicative of a failed circulation pump. System hours were over 3500 and no record of pump replacement was noted. Discussed the 2k hour service options with them and stated they would consult management and make a decision for repair at a later time.